Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal distension ("abdominal swelling") and ovarian cyst ("ovarian cyst removed in the same surgery of essure removal") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyreosis and obesity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), myalgia ("muscular pain") and arthralgia ("joint pain / hip pain"). The patient was treated with surgery (laparoscopic salpingectomy for essure removal) and surgery. Essure was removed on (B)(6) 2018. At the time of the report, the abdominal distension, ovarian cyst, myalgia and arthralgia outcome was unknown. The reporter considered abdominal distension, arthralgia, myalgia and ovarian cyst to be unrelated to essure. The reporter commented: removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal distension ("abdominal swelling") and ovarian cyst ("ovarian cyst removed in the same surgery of essure removal") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyreosis and obesity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), myalgia ("muscular pain") and arthralgia ("joint pain / hip pain"). The patient was treated with surgery (laparoscopic salpingectomy for essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal distension, ovarian cyst, myalgia and arthralgia outcome was unknown. The reporter considered abdominal distension, arthralgia, myalgia and ovarian cyst to be unrelated to essure. The reporter commented: removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. The list of device similar incidents and pregnancy cases contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 02-jul-2018 for the following meddra pt (excluding this case): abdominal distension: 181 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.